Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional neurological procedure using a 5f sheath. Reportedly, the device had to be advanced far to get pulsatile flow through the marker lumen. After deploying the plunger, no suture was seen when the needles were pulled back. Another proglide was deployed correctly; however, there was resistance removing the device. Much force was used to remove the proglide yet the suture was placed. Tissue damage was noted and more than pulsatile bleeding was observed, as well as, a hematoma in the groin. The suture was removed and manual compression was held. Hemostasis was achieved with manual compression. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hematoma, hemorrhage and vascular injury (tissue damage) are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events with use of the device. The device was removed with force. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial due to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are possible adverse events due to use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.